Event description:
On 1/21/99 an operator was sprayed in the face with waste material from the ppc. Retesting of the samples being tested at the time of the event confirmed 6 repeat reactive hepatitis c virus samples and one confirmed positive human immunodeficiency virus sample by western immunoblot. After washing an hepatitis c virus tray, the operator noticed water on the tray and serum still in the wells. The operator then put the tray in the ppc to wash it again. While the operator was observing the ppc with the lid open, the clamp on the manifold waste tubing broke, spraying waste material in her facial area and hair. The operator was not wearing a face shield or protective eyewear.